Event description:
It was reported that cadd solis vip pump - - device under-delivered medication. No patient injury reported.

Event description:
It was reported that cadd solis vip pump - - device under-delivered medication. No patient injury reported.